Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Analysis concluded this device experienced normal battery depletion using the date of explant as the elective replacement time (ert) date. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that a replacement procedure was performed, this pacemaker was removed and replaced. The patient with this device was concerned that the battery depleted more rapidly than expected. The device has been pacing about 80-95% in the atrium and about 15% in the ventricle. Lead impedance measurements were within normal limits. The autocapture feature was programmed "on" in addition to the dual sensors. This device was replaced prior to reaching elective replacement indicators. No adverse patient effects were reported.